Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a missing electrode on their sensor. The patient's blood glucose was unknown at the time of the call. The customer did not return the product back for analysis.